Manufacturer narrative:
Data and information provided by the customer were reviewed. A ticket search for likely cause lot 42961fp00 did not identify an increase in complaint activity related to the issue under review. Return testing was not performed as returns were not available. Device history record review was performed on lot 42961fp00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Historical performance of reagent lot 42961fp00 was evaluated using world wide data field date for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 42961fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 42961fp00. Labeling was reviewed and found to adequately address the issue under review. Based on all reviewed data, we conclude that there is no product deficiency with the alinity I ca 19-9 reagent identified in this complaint.

Event description:
The customer observed falsely elevated alinity I ca 19-9 results for one patient when compared to the retest. The patient has been diagnosed with intraductal papillary mucinous tumor of the pancreatic duct. Sid (B)(6) the initial test was >1200 u/ml, and the retest was 848 u/ml with an automatic dilution 1:10. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid (B)(6). This report is being filed on an international product, list number 8p32-30 that has a similar product distributed in the us, list number 8p32-31.